Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of damaged bottom housing. The reported event of damage to the handle bar was confirmed by visual inspection. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis to the european distribution center (edc) service center and was evaluated and tested. The unit powered up and functioned as intended. The handle bar was replaced. The mpu was subjected to functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The handle bar was forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis, the reported damage to the handle bar was confirmed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the mobile power unit (serial #: (B)(6) ) was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ cautions the user to inspect the mobile power unit and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the handlebar was cracked and must be replaced.